Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR) and (B)(4) (the importer). (B)(4). The actual pump involved in the event was returned for eval. The pump has software version (B)(4). In a follow-up with the facility, the reporter stated that the incident occurred on (B)(6) 2013. The pump was programmed to run for 2 hours but it ran too fast. There were no adverse reactions associated with the incident. The volumetric accuracy was tested three times with a rate of 250ml/hr and a volume to be infused 25ml with results as follows: 1st test: 5 minutes 55 seconds or 102% of expected accuracy; 2nd test: 5 minutes 57 seconds or 101% of expected accuracy; 3rd test: 5 minutes 56 seconds or 102% of expected accuracy. The pump performed within specifications. The reporter stated that the event occurred on (B)(6) 2013; however, the log shows no activity on day of the reported event of (B)(6) 2013. The pump's operational log was reviewed for the last day of infusion activity. On (B)(6) 2013 at 7:02:24pm the pump was turned on. A continuous therapy was selected. At 7:02:56pm the therapy was on and new vtbi (volume to be infused) was set to 100ml with a rate of 100ml/h. At 7:05:24pm the infusion was started, the pump just ran for 4 seconds until the manual bolus was pressed 7:05:28pm. The bolus rate was 1200ml/h. A total of 0.09ml was infused for the infusion. Per the user manual volumetric accuracy of +/-5% is only guaranteed for intervals of >2 min at a rate of 25.0ml/h. The manual bolus was stopped right after it started at 7:05:28pm. A total of 0.05ml was infused for the bolus. Per the user manual, volumetric accuracy is +/-5% is only guaranteed for intervals of >2 min at rate or 25.0ml/h. At 7:05:31pm, the manual bolus was started again at the same rate of 1200ml/h for 7 seconds and stopped at 7:05:38pm. A total of 2.31ml was infused or 100% of bolus expected volume. After the manual bolus was stopped at 7:05:38, the pump got back to standard infusion at the rate the pump was previously set to 100ml/h and the infusion was stopped at 7:05:43pm when an upstream alarm occurred. At total of 0.14ml infused or 100% of the expected volume. At 7:05:48pm the upstream alarm was confirmed. At 7:06:00pm a new rate of 250ml/h was set with a new vtbi of 30ml. At 7:07:08p the pump was started. At 7:08:56pm the pump was stopped. A total of 7.52ml was infused or 99.7% of the expected volume. At 7:09:40pm a new vtbi was set to 250ml. At 7:10:04pm a new therapy was selected. At 7:10:22pm a new rate was set to 250ml/h with a vtbi of 250ml. The infusion was started at 7:11:01pm and stopped at 7:11:16pm when a pressure alarm occurred. A total of 0.94ml was infused. Per the user manual volumetric accuracy of +/-5% is only guaranteed for intervals of >2 min at a rate of 25.0ml/h. Pressure level then set to level 5 by the user. At 7:11:47pm the infusion was restarted until a pressure alarm occurred and infusion was stopped at 7:12:03pm. A total of 0.9ml was infused. Per the user manual volumetric accuracy of +/-5% is only guaranteed for intervals of >2 min at a rate of 25.0ml/h. The pressure alarm was confirmed at 7:12:52pm. At 7:12:58pm the infusion was restarted at the same rate of 250ml/h and was stopped at 7:14:00pm. A total of 4.28ml was infused or 99.7% of the expected volume. At 7:12:27 the infusion was restarted until a pressure alarm occurred and infusion was stopped at 7:12:03pm. A total of 0.9ml was infused. Per the user manual volumetric accuracy of +/-5% is only guaranteed for intervals of >2 min at a rate of 25.0ml/h. The pressure alarm was confirmed at 7:12:15pm. At 7:12:58pm the infusion was restarted at the same rate of 250ml/h and was stopped at 7:14:00pm. A total of 4.28ml was infused or 99.7% of expected volume. At 7:17:12pm a new therapy was selected. A new bolus rate was set to 1200ml/h. Dose calculation was off. At 7:17:24pm a new rate and vtbi were set to 100ml/h and 200ml respectively. At 7:18:31pm the infusion was started until the manual bolus was on at 7:19:05pm. A total of 0.96ml was infused for the infusion or 102% of the expected volume. At 7:19:11pm the manual bolus was stopped. A total of 2.03ml was infused or 100% of bolus expected volume. At 7:19:11pm the pump continued at the programmed rate of 100ml/h. At 7:22:23pm a manual bolus was selected again. A total of 5.59ml was infused for the infusion or 100% of the expected volume. At 7:19:11pm the manual bolus was stopped. A total of 2.03ml was infused or 100% of bolus expected volume. At 7:19:11pm the pump continued at the programmed rate of 100ml/h. At 7:22:23pm a manual bolus was selected again. A total of 5.59ml was infused for the infusion or 100% of the expected volume. The manual bolus ran until 7:22:38pm, when the manual bolus was stopped. A total of 1.86ml was infused or 100% of expected volume. At 7:22:38pm the pump continued at the programmed a rate of 100ml/h. At 7:23:42pm the infusion was stopped due to an air rate alarm. A total of 1/76ml was infused or 100% expected volume. The alarm was confirmed at 7:23:48pm. At 7:24:57pm the infusion was restarted and an air bubble alarm occurred right away after the start. The infusion was stopped at 7:24:57pm. A total of 0.01ml was infused. Per the user manual volumetric accuracy of +/-5% is only guaranteed for intervals of >2 min at a rate of 25.0ml/h. The alarm was confirmed at 7:25:04pm. The investigation into the reported event is still on-going at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
(B)(4).